Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a change in the care taker, indicative of an error by the new care taker. Peritonitis was manifested by abdominal pain, cloudy effluent, and fever. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with amikacin (intraperitoneal, one fourth of a jar for nine days, dose and frequency not reported), ciprobay (intraperitoneal, two jars for nine days, dose and frequency not reported), and tienam (intraperitoneal, two jars for nine days, dose and frequency not reported) for peritonitis. Dianeal therapies were discontinued, and the patient switched to hemodialysis. At the time of this report, the patient was discharged from the hospital (total stay of nine days) but was not recovered from the event. The new care giver was retrained on proper aseptic technique. No additional information is available.